Event description:
Bowel obstruction. A pt underwent a laparoscopic ventral hernia repair in 2001. The pt experienced postoperative nausea and vomiting attributed to anesthesia. Seven days later, the pt returned with distention and vomiting. At this time pt was noted to have a significant seroma. Pt returned again two days later with persistent vomiting. An x-ray revealed a small bowel obstruction. Nasogastric decompression was performed and the symptoms abated for two days. The pt was rescoped and a hole in the sepramesh was noted where the bowel went through causing obstructive symptoms. The omentum was adhered to the mesh. The mesh was repaired and the obstruction corrected. Pt was discharged three days later without further incident.